Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The root cause for this incident is undetermined at this time. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of sterile peritonitis in a (B)(6) male patient coincident with extraneal viaflex therapy. In (B)(6) 2009, the patient started treatment with extraneal viaflex (lot number, dose, and frequency were not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unknown date in 2010, the patient was diagnosed with sterile peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient transferred to hemodialysis. It is unknown if the extraneal viaflex therapy was ongoing. It was unknown whether the peritonitis resolved. No concomitant medications were reported. The nurse believed that the event of sterile peritonitis was not related to dianeal therapy.